Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated that patient had an unrelated surgical procedure previously wherein the ipg was set to surgery mode. Afterwards, patient lost therapy. A manufacturer representative confirmed the issue and ipg was deemed inoperable. Surgical intervention occurred to explant and replace the ipg, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Correction section h6-investigation findings should have been 3221. No findings available in the previous report instead of 110 - design error. Correction: section h6: investigation conclusions should have been 4315 cause not established in the previous report instead of 12 - cause traced to device design. Correction: section h0-additional narrative data should have been "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined." Instead of "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence."